Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer was cracked. The crack was discovered while using during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.